Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer and the lot code for the reported device was not provided. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
Site indicated surgical site/orthopaedic ae; moderate severity. Probably not device related. Rehospitalization required for surgical site/orthopaedic complication (B) (6) 2009. Treatment: revision/component removal: tibial insert.